Event description:
It was reported that a dexcom g6 continuous glucose monitor (cgm) used for pairing with the ilet bionic pancreas did not pair after multiple hours and restarts, with repeat pairing attempts following a replace sensor alert; the issue was characterized as intermittent communication failure involving the antenna component. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure traced to the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.